Event description:
It was reported that while a nurse was performing other duties in pt's room, she noted the shuttle had separated from the track. The pt was fully sedated and no harm to the pt occurred.

Manufacturer narrative:
The sample was visually inspected and it was determined that a portion of the c-clamp on the shuttle was missing from the bottom left corner. The piece broken from the clamp and the removal of the shuttle from the track are theorized to have been the result of the application of a twisting force, but this can not be confirmed. This report or info submitted does not constitute an admission that the device, hollister incorporated or hollister employee caused or contributed to the reported event.